Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 49 months, it was reported that the device was in 'back-up mode' presenting a warning message: 'excessive average current drain. No adverse patient side effects have been reported. The pacemaker was explanted.